Manufacturer narrative:
One tracheostomy was returned with the iso connector separated from the device neckflange for evaluation. IFU states: when connecting a breathing circuit or accessory to the connector, gently push the breathing circuit or accessory onto the connector using one hand and employing a slight twisting motion while stabilizing the base of the connector with the other hand. The connection security and ability to disconnect should then be checked by trial disconnection. Once the correct level of security has been established, the connection can then be remade using the same technique and force. Disconnection is best achieved with one hand holding the base of the connector and the other hand applying a twist and pull motion. Excessive force must not be applied when making the connection as this may result in difficulty in disconnecting the devices. In the event of difficulty disconnecting, the disconnect wedge provided should be used by forcing it between the flanges of the two connectors until they separate. The reported customer complaint has been confirmed during visual inspection of the device and the problem source has bee determined to be user interface.

Event description:
Information was received indicating that the connector to a smiths medical bivona® customized flextend¿ tracheostomy tube broke off. Subsequently, a trach tube change out was performed with no reported adverse patient effects.